Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported nothing out of the ordinary led to the implant not holding a charge. Patient went to see rep; issue not resolved yet. Patient stated they will be getting controller replaced. Patient asked if they can switch groups and / or increase the intensity on each group. Agent reviewed that they can increase the intensity and or change group till they feel comfortable. Patient mentioned the messages that they have seen in the controller and agent reviewed the messages with the patient.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt (serial: (B)(6)); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced extreme pain and that the device had not been working since implantation. The device reportedly would not hold a charge, the controller was not charging, the controller displayed a black screen, a "no device found" message appeared on the controller, and there were no blinking lights on the controller. The agent walked the patient through troubleshooting steps, including removing the battery pack, plugging the controller into the ac power cord, confirming the controller powered on, inserting the battery pack, unlocking the controller, and observing device status. When the controller was unplugged from the ac power cord, it powered off, and the patient reported no blinking lights. The agent advised the patient to let the controller charge and planned to follow up to verify troubleshooting steps and address the "no device found" message.